Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too small. The patient's smaller pelvic anatomy was likely a factor in the initial selection of the smaller implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed after removing iliosacral screws. The patient never had sufficient si joint pain relief. The patient has a small pelvis, so a smaller implant was used in the caudal position. In (B)(6) 2018, the surgeon decided to remove the smaller caudal positioned implant and replace it with a larger, wider implant of the same type to help fixate the joint. The status of the patient following the revision procedure is not known.